Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that there was an inaccurate screw placement. The inaccuracy was 5mm inferior. The site notes that instrumentation from an alternate manufacturer was being used, as well as plastic draping over the patient reference frame. No movement of the reference frame or patient was noted. There was a 2 hour delay to the procedure to reposition the screw correctly. There was no impact on patient outcome. The likely cause of the issue was the use of 3rd party instrumentation and draping. It is noted that the system was functioning as intended and was performing accurately.